Event description:
It was reported that this patient with an subcutaneous implantable cardioverter defibrillator (s-ICD) passed screening three weeks ago after receiving the device. The patient pass in primary and secondary however, failed in alternate. It was noted, since getting the device there is t wave oversensing which resulted in one inappropriate shock. It appears that when the patient is drinking there is an increase in episodes. Technical services (ts) reviewed the device data and confirmed there is a significant increase in t waves. Ts recommended troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with an subcutaneous implantable cardioverter defibrillator (s-ICD) passed screening three weeks ago after receiving the device. The patient pass in primary and secondary however, failed in alternate. It was noted, since getting the device there is t wave oversensing which resulted in one inappropriate shock. It appears that when the patient is drinking there is an increase in episodes. Technical services (ts) reviewed the device data and confirmed there is a significant increase in t waves. Ts recommended troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was reported that this patient was evaluated in the clinic for further testing and device optimization is needed. Additionally, it was noted there was a change in t wave morphology. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) passed screening three weeks ago after receiving the device. The patient pass in primary and secondary however, failed in alternate. It was noted, since getting the device there is t wave oversensing which resulted in one inappropriate shock. It appears that when the patient is drinking there is an increase in episodes. Technical services (ts) reviewed the device data and confirmed there is a significant increase in t waves. Ts recommended troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was reported that this patient was evaluated in the clinic for further testing and device optimization is needed. Additionally, it was noted there was a change in t wave morphology. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was reported that this patient received another inappropriate shock due to t-wave oversensing and is programmed to alternate. At this time, the system remains in service. No adverse patient effects were reported.